Manufacturer narrative:
Third party service agent evaluated the customers device and verified the reported issue. It was determined that the cause of the reported issue was due to the therapy pcb assembly, however the device could not be repaired.

Event description:
The third party service agent contacted stryker to report that their customer device gave an "abnormal energy delivery" message and monophasic shocks, which could result in wrong or inappropriate defibrillation therapy being delivered. There was no reports of patient use associated with the reported event.

Event description:
The third party service agent contacted stryker to report that their customer device gave an "abnormal energy delivery" message and monophasic shocks, which could result in wrong or inappropriate defibrillation therapy being delivered. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue has been isolated to the therapy pcb assembly, but no further root cause is known. The device was returned unrepaired to the customer and stryker recommends not to use this device anymore for clinical purposes.